Manufacturer narrative:
All buttons functioning properly. No button error alarm during testing. No moisture or corroded keypad found. No flatted keypad. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm were noted. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm during testing noted. The motor was tested outside the device and passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error alarm and buttons not responsive caused to enter wrong information. Customer's blood glucose value was unknown at the time of the incident. Customer stated that insulin pump was dead and had to be restarted, turned on or off again. Customer stated that they had to going through batteries more often. The device will not be returned for analysis.